Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the right hepatic bile duct during an oral cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, biopsy was performed in the left hepatic bile duct. When they tried to perform biopsy in the right hepatic bile duct, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device detached. The procedure was not completed as the same device was unavailable. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked in several locations, beginning near the distal tip. As received, the working channel sleeve protruded, confirming the complaint. Maximum protrusion was noted when the large knob was articulated in the clockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the right hepatic bile duct during an oral cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, biopsy was performed in the left hepatic bile duct. When they tried to perform biopsy in the right hepatic bile duct, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device detached. The procedure was not completed as the same device was unavailable. There were no patient complications reported as a result of this event.